Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. There was visible blood inside the balloon region. Both inner and outer balloons were pressurized separately in a water bath to locate a leak. No leak paths were found, but it was noticed that blood was only visible in the inner balloon. The balloons were then dissected, and air was introduced into the guidewire lumen while the distal end is plugged. A visible leak was observed in the guidewire lumen. Further analysis revealed four separate cracks in the guidewire lumen which allowed blood to ingress into the inner balloon triggering a true blood detection error. No design or manufacturing defects were found that would have contributed to the guidewire lumen cracks.

Event description:
It was reported that during a pvi procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, the balloon was retracted to the sheath after ripv cooling, however, the error message error console detected blood in the catheter has occurred. The balloon was replaced, and the procedure was completed successfully. There were no damages observed on the recovered balloon. No patient complications were reported. The device is expected to be returned. It was reported that no blood visible inside the catheter after error occurred. Analisys of the returned device revealed that the guidewire lumen had a leak.